Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po224r -tenaculum forceps d:5/310mm. The device bent/broke at a 90 degree angle while being used to grasp the uterus. The instrument was able to be slowly backed out of the patient after the removal of the trocars without any further device malfunction. So far, no additional information has been provided but has been requested. There was a unknown delay due to the reported device failure. This occurred during a laparoscopic procedure. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough failure description of the product is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Explanation and rationale: unfortunately due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. The exact cause cannot be determined. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4) ((B)(4)).